Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/16/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received cut in two pieces and one haptic detached. This condition could be associated to the explant process. Based on the lens conditions, the complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 19.5 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to astigmatic changes and a hyperopic surprise after surgery. There was no incision enlargement, vitrectomy, or sutures, used. There was no patient injury reported. The lens was replaced with a zct150, 20.5 diopter iol. No additional information was provided.